Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent blower temperature high alarm. No patient or user harm reported. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. The biomedical engineer (bme) received the device at the bme shop at the customer site. The replaced the fan filter and blower filter. Following the replacement, the bme ran the device in st mode for 3 hours without a blower high temperature alarm occurring. The device issue was considered resolved with the replacement of the filters. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on the allegation, there was a product malfunction. The alleged issue was unable to be duplicated by a service technician. The likely cause for the alleged issue was determined to be the cooling fan filter and blower filter.